Event description:
It has been reported to philips that the azurion system would not boot up. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field safety engineer (fse) inspected the system onsite and confirmed that the flat detector controller system interface board (fdcsib) is not turning on. The engineer replaced the fdcsib and returned the system to use in good working order. The codes were updated based on the investigation outcome.